Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was "high". However, the exact value was not provided. Bg was addressed by customer changing the infusion set and resuming insulin delivery.